Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument failed electrical continuity test. The instrument was disassembled and conductor wire was found broken in the backend, near the roll gear to main tube interface. It is possible the wire was initially damaged during assembly and wire damage continued to expand with repeated usage and movement of backend components (ex: hypotubes). Breakage of wire is the cause of energy delivery not functioning. A review of the instrument log for the monopolar curved scissors (mcs) (pn: 470179-19, batch/lot-sequence: n11181206-0088) associated with this event has been performed. Per logs, the mcs was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the final use of the instrument. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. As of 4/16/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the monopolar curved scissors (mcs) instrument was not heating up or cutting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no harm, injury, or adverse outcome to the patient. The instrument was inspected prior to use, and no irregularities were noted. Additionally, no instrument collisions occurred during the procedure. The customer was not able provide any additional information.